Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the hcp at the office where she was refilled mentioned it in passing when the rep was there. He pulled up notes from surgery but didn't tell him much. The return status of the device was unknown but as the rep were not at the case, he assumed it was disposed of. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that patient's device was explanted on (B)(6) 2019 due to "infection". No further complications were reported.